Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the quicksets were not working. The customer was getting a lot of kinks with the infusion sets that it was sending her into a diabetic ketoacidosis. The customer was hospitalized three months ago on (B)(6) 2015. Customer's blood glucose level was 500 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer also went to the hospital this past weekend. The device was not returned.